Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the architect analyzer generated a falsely elevated cea result on a patient. The cea result for (B)(6) was 8.3. Due to the cea result the patient had an unnecessary endoscopy performed which was tolerated well with no negative outcome.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.